Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from december 17, 2020 - december 22, 2020. The actual device was received for evaluation. The sample was returned containing 96 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and he flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under-infused during a patient infusion. The device had been filled with piperacillin/tazobactam 13.5g in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available. .